Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD) and atrial lead. No changes or intervention was performed; the device will continue to be monitored. There were no patient consequences.